Event description:
During an initial implant procedure, after positioning the left ventricular (lv) lead, it was noted the stylet was difficult to remove and when it was removed, lead insulation damage resulted. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a partial lead (distal portion) was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found blood/body fluids inside the inner coil at the distal region of the lead. The cause of the reported event of stylet could not be removed was isolated to the blood/body fluids inside the inner coil which prevented the stylet from being removed. The cause of the reported event of lead damaged was isolated to procedural damage.